Manufacturer narrative:
The device was not returned for investigation. We are unable to determine if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."

Event description:
The pt stated that his abdomen was painful, itchy, red, hot and hard to touch while wearing the pod and after it was removed there was bleeding with pus t the infusion site. He visited his hcp and was prescribed oral antibiotics and also used over-the-counter antibiotic cream. He stated the area is still red and swollen. The device was discarded.